Event description:
Plaintiff alleges suffering a severe and irreversible type-I latex allergy, which is believed to be permanent and life-threatening. Further alleges suffering physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent.